Manufacturer narrative:
It was reported that the device involved in the incident is available to be returned to the manufacturer for evaluation. To date the device has yet to be returned. Attempts are being made to obtain the device. An investigation into the root cause for incident is currently in progress. The results of the investigation will be sent via a follow up medwatch. (B)(4).

Event description:
As reported on december 14, 2016: port #1 placed 7/18/14 (lot 476428. Procedure results indicated re-circulation. Dye study performed on (B)(6) 2015 showed mixing of fluids in 2 lumens. Port removed and replaced on (B)(6) 2015. There was no report of permanent patient harm or injury. It was reported defective device is available for return to the manufacturer for a device evaluation.

Manufacturer narrative:
Returned for evaluation was a port with catheter tubing attached. As received the port had the catheter attached and there was bio matter between the port body and port connector. After removal of catheter, catheter connector and male stems were visualized and no damage was observed. The port was clamped off and pressurized with air and a split in the catheter was noticed approximately 12 cm from the tip of the catheter. Additionally a small hole in the catheter was noticed approximately 5 mm from where the catheter was connected to the port. The customer's reported complaint is confirmed for catheter tubing fracture. A leak was noted in the catheter due to two holes. One ~1/8" long split in the catheter approximately 12 cm from the tip of the catheter and one small hole ~5mm from the point where the catheter was connected to the port body. Given the longitudinal appearance of the fracture and location, the likely root cause is over-pressurization of the catheter tubing. This may have occurred if lumen was occluded and injection/flushing was attempted. A device history record review of the packaging and component lots revealed no quality related issues or manufacturing deficiencies at the time of manufacture. The directions for use supplied with the device instructs the physician/clinician on how to properly flush the catheter/port. The instructions for use, which is supplied to the user with this catalog number, contains the following statements: potential complications: catheter disconnection or migration, catheter fracture, including "pinch-off syndrome", extravasation and fibrin sheath formation. Caution: to avoid injection into subcutaneous tissue, ensure that all catheter holes remain within the peritoneal cavity. Attach an anti-coring needle to a 50 ml syringe filled with saline. Flush system with saline solution and immediately aspirate to confirm that flow is not obstructed and that no leaks exist. Close fascia and skin incisions using a continuous monofilament fascia closure for watertight seal and standard skin closure. Dress wound. Attach an anti-coring needle to a 10 ml syringe of normal saline. Penetrate septum and flush system. Saline flushes: prior to drug administration, flush the system with saline solution to remove heparin. If more than one drug is administered, flush the system with saline solution between drugs. After patient treatment is completed, always flush the system to cleanse the catheter and port chamber. With dual lumen systems, flushing must be repeated for each side. Heparin flush schedule: to keep the angiodynamics port system patent, the system must be flushed with heparinized saline at regular intervals. A review of the angiodynamics complaint system noted no adverse trends for this complaint type and product family. This type of complaint will continue to be monitored for trends. Complaint reference (B)(4).